Event description:
The customer complained of ongoing issues with their ise indirect na, k, ci for gen.2 testing on their cobas 8000 cobas ise module (double) analyzer. The customer provided the sodium results for 1 patient sample that was a reportable malfunction. The initial sodium result was 134 mmol/l. The sample was tested on a different cobas 8000 ise module and a sodium result of 140 mmol/l was obtained. The erroneous result was released outside of the laboratory. The sodium result of 140 mmol/l was deemed to be correct and a corrected report was issued. There was no adverse event. The sodium electrode lot was i46 with an expiration date that was requested but was not provided. The field engineering specialist found dilution nozzles that were not correctly adjusted. He adjusted the dilution nozzles, decontaminated the ise measurement flow path, replaced electrode, primed fluids, and manually conditioned the flow path. He performed successful ise checks. The customer ran calibration and qc with acceptable results. The customer performed a patient correlation between the two cobas 8000 ise modules and was satisfied with the results. The investigation was unable to find a definitive root cause.